Event description:
In 2009, while suctioning the pt, the ventilator failed and alarmed. The pt was ambu-bagged immediately, and the ventilator was exchanged. There was no harm to the pt or change in condition. The ventilator was serviced by the MFR and the controller board, the bbu board and an exhalation valve were replaced. The ventilator was returned to service.